Event description:
This is the same event and the same pt reported under MDR ID #2939859-1998-00148. This is the first MDR being submitted for the first suspect product. A physician reported a pt was originally skin tested on 27 february 1998 in the left forearm with negative results. On 8 april 1998, the pt was treated with two formulations of collagen in the glabella and in the nasolabial folds. On 18 april 1998, the pt stated she had redness, itchiness and "beading" in the glabellar treatment site only. On 13 may 1998, the physician prescribed a medrol dose pack. On 19 may 1998, the pt was examined by the physician who noted "beading" at the glabellar treatment site. The pt stated the symptoms of redness and itching worsened after exercise. On 19 may 1998, the physician prescribed hydrocortisone cream to the area. The physician believed the symptoms were a hypersensitivity to collagen. No further med or surgical intervention was planned or prescribed.